Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempted implant procedure, the lead could not be connected to the device. The set screw would not tighten. The device was replaced successfully and discarded at the hospital.